Manufacturer narrative:
The creatinine reagent lot number was 84777601. The expiration date was not provided. The field service engineer found the reagent probe outside rinse level was too low. He adjusted the rinse levels for all reagent probes, adjusted the gear pump, and replaced sample probe a. He ran precision testing and qc which was acceptable. The analyzer alarm trace contained abnormal aspiration (sample probe), abnormal aspiration (sample probe b), sample clot detection, and sample foam detection alarms. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module. The initial result was 1.31 mg/dl. The repeat result from another c701 analyzer was 0.82 mg/dl. The repeat result was believed to be correct.